Event description:
Arjo was informed about incident with maxi sky 2 ceiling lift and kwiktrak ceiling installation system involvement. Following customer allegation, the maxi sky 2 ceiling lift detached from the turntable and fell on the transferred resident. The resident sustained bump on the head. The turntable is an accessory used for kwiktrak ceiling installation. It is designed to allow the ceiling lift to pass from one track path to another. Each side of the turntable that is not connected to the rail shall be secured with the end stopper.

Manufacturer narrative:
Arjo field service technician visited the customer facility after the event to inspect the ceiling installation system. The evaluation revealed that the ceiling lift detached as the end stopper of the turntable did not prevent the ceiling lift from falling. The instructions for use dedicated to kwiktrak turntable (IFU 001.11720.en rev.11) warns: "all track ends must have an end stopper in place and secured. They are part of safety features. A missing end stopper might lead to a patient fall." It is also mentioned in the care and maintenance section: before every use "make sure end stoppers of the turntable are in place." The kwiktrak turntable must be inspected by a qualified arjohuntleigh technician on an annual basis to ensure proper function of its components, as well as the safety of the patients and caregivers that use the product. Please contact your local agent to make arrangements." This ceiling installation was assembled in 2018 by arjo. Since then, it was not inspected by arjo qualified technician. There is no service contract with arjo in place. Arjo device failed to meet its specification since the ceiling lift detached from the track. The device was used for a patient transfer when the failure occurred. The complaint decided to be reportable due to maxi sky 2 detachment from the ceiling installation and falling on the resident.